Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, blood was found on the helix; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there was sensing difficulty, high impedance of 2000 ohms and higher, and unacceptable thresholds. The lead was not used. No patient complications have been reported as a result of this event.